Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, during vessel closure the procedure went well until the device was to be removed from the arteriotomy. The device became stuck in the vessel. A cut-down was performed to remove the device from the patient anatomy and close the vessel wall. There was no reported adverse patient sequela. There was a clinically significant delay of two hours reported in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for difficult to remove closure device reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.